Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was kinked event on (B)(6) 2024. The infusion set was in use for less than 12 hours. The insertion site was abdomen. The glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.